Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an unruptured a-comm (anterior communicating) aca (anterior cerebral artery) measuring 5mm x 3.5mm. During pipeline deployment, it was reported that the physician rotated the pushwire 2 half turns but had a difficult time releasing the pipeline from the capture coil. Once released from the capture coil, the proximal end of the pipeline would not open in the a1 segment of the aca. The physician tried to open the proximal end of the pipeline by manipulating the marksman catheter and the pushwire without success. At this point, blood flow to the a2 segment of the aca was being seriously restricted. Balloon angioplasty with a hyperglide balloon was not performed because the physician was not able to advance the traxcess guidewire through them minimally opened end of the pipeline. After hours of failed attempts to open the pipeline, the patient was maintained on plavix and aspirin and transferred to the hdu (high dependency unit) to stay overnight since angiograms showed that a2 segment was getting blood flow from the left mca (middle cerebral artery). A small perforation was discovered in the callosal marginal artery the following day so the patient was switched from heparin to protamine to protect against a sub arachnoid hemorrhage. The following morning, it was discovered that the patient had a mild heubner artery stroke. An angiogram and CT (computer tomography) scan the following morning showed that the patient was receiving good blood flow from the aca distribution and the pipeline was now fully open. No other injuries were reported with the patient as a result of the procedure.